Manufacturer narrative:
For the reported malfunctions, all provided lot numbers, and lot history reviews were performed. None of the devices were returned for evaluation, however five of the eight malfunctions provided medical records, four of which also provided images. Four malfunctions confirmed for the reported perforation issue and one was inconclusive. The remaining malfunctions are inconclusive for the reported issue as no objective evidence was provided for review. A definitive root cause could not be determined. The devices are labeled for single use. (Corporate lot: gftc0234, gfta3424, gfsl2729, gftd2014, gfsl2742).

Event description:
This report summarizes eight malfunctions. A review of the information indicates that model rf400f vena cava filter experienced perforation. This information came from various sources. All eight malfunctions involved a patient with no patient consequences. Five of the patient's ages ranged from 47 - 73 years. Four of the patients are male, one weighing (B)(6) kgs. One patient is female. The remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes eight malfunctions. A review of the information indicates that model rf400f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All eight malfunctions involved patient with no patient consequences. Of the eight patients, seven were male and one was female. Seven patient's age ranged between 38-73 years and two patients weight ranged from 99 to 131 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported eight malfunctions, lot numbers were provided for all eight malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all eight malfunctions and images were provided for seven malfunctions. Out of eight reported malfunctions, six malfunctions were confirmed for the reported perforation. Perforation is inconclusive for the other malfunction. The remaining malfunction is confirmed for the reported perforation and filter tilt; therefore, a150202 trending code was added to this malfunction. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot: gftc0234,gfsl2742,gfta3424,gfsl2729,gftd2014), g3. H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the reported malfunctions, all provided lot numbers, and lot history reviews were performed. None of the devices were returned for evaluation, however five of the eight malfunctions provided medical records, four of which also provided images. Four malfunctions confirmed for the reported perforation issue and one was inconclusive. The remaining malfunctions are inconclusive for the reported issue as no objective evidence was provided for review. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4 (corporate lot: gftc0234, gfta3424, gfsl2729, gftd2014, gfsl2742). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the information indicates that model rf400f vena cava filter allegedly experienced perforation. This information came from various sources. All eight malfunctions involved a patient with no patient consequences. Six of the patient's ages ranged from 47 - 73 years. Six of the patients are male and one is female. One patient weighs 219 lbs another patient weighs 131 kgs. The remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicates that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. All seven malfunctions involved patient with no patient consequences. Of the seven patients, six were male and one was female, six patients age ranged from 38-73 years and two patient weighs 131 kgs and 219 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported eight malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90004. H10: of the reported seven malfunctions, lot numbers were provided for all seven malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all seven malfunctions and images were provided for six malfunctions. Therefore, for five malfunctions investigation is confirmed for the reported perforation, for one malfunction investigation is inconclusive for the reported perforation and for the remaining one malfunction investigation is confirmed for perforation additionally it was determined to have and confirmed for malposition of device (a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: (corporate lot: gftc0234, gfta3424, gfsl2729, gftd2014). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.